Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review (DHR) review.

Event description:
It was reported that a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer was found to have generated a leak during patient use. The reporter stated that they are continuing to receive reports that the extension set is leaking from biddeford sanford. The event date was unknown. Status was unknown. It was unknown if the sample is available for evaluation. There was no patient harm reported.